Event description:
Ufmw report # 1402310000-2014-8023 rec'd. Concerning attachment/leakage issues with use of 12568 microclave connectors. The ufmw report states " three nurses confirmed this has happened to them". Patient impact: follow up with the facility reporter states "no injuries or adverse consequences occurred..." Add'l. Follow up information requested/ responses obtained state: event dates; pt. Data; usage and relevant event information are unknown. The 12568 microclave connectors would have been primed/ pretested, no known issues documented at that time. The microclave connectors would have been mated to IV set-up identified as j-loop ext. Set and heparin IV lock device. Facility had no additional information, internal reports or data on these events/product issue. The microclave device/involved device set-ups were discarded.

Manufacturer narrative:
Lot build record review: a review of the mfg. Lot build database for the reported "potential" lot# 36-296-sl (mfg. 12/2013) showed 72,000 units were all mfg., tested, inspected and released. There were no exception documents generated during the lot build. A query of the complaint database for this list/lot# recorded no additional reports. Findings: the involved microclave connector and involved set-up/mating devices were not returned for analysis and confirmation. The exact cause of the reported event, product issue is unknown.